Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer replaced latch hard stop assembly in drawer four of the main medication station enhanced cubie due to detection issue. Reseated bus cables and cleaned for debris. Rebooted station and confirmed drawer detection. All drawers and cubies passed testing in hardware test application. Performed cleaning and reseated drawer cable. Verified all drawers in the main cabinet were operating correctly. The system functioned as intended after the field service engineer repaired the device.